Event description:
It was reported that on the 2nd day of npwt utilizing a pico7, it was noticed the pump has not been working and all indicator lamps solidly illuminated. It was unclear when it occurred. The treatment was continued with another pico7 when they realize about the malfunction. No patient harm.